Event description:
It was reported that a malfunction occurred on the customer's pump with a malfunction code labeled as malf 3. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support arranged for a replacement pump with updated software to be sent to the customer. The customer understood and acknowledged the instructions for putting the faulty pump into storage mode and returning it to tandem, as well as the steps to follow upon receiving the replacement pump.